Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Device was used for treatment, not diagnosis. H10 additional narrative: b5: during subsequent follow-up with the customer additional information was obtained. The reporter clarified that all the six devices failed during surgery. None of the anchors were left inside the patient because since they were not anchored and not held, the suture broke. It was reported that an alternative device was used to complete the surgery.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Device was used for treatment, not diagnosis. H10 additional narrative: b5: the reporter further clarified that two (2) anchor gii were implanted in the patient. H4: the device manufacture date was unavailable in the initial medwatch report. The device manufacture date has been identified and updated accordingly. Investigation summary the complaint device is not being returned, it was discarded by the customer, therefore unavailable for a physical evaluation. Since the complaint device was discarded, we cannot determine a root cause for the reported failure. If additional information or the device is received in the future, we will reopen the complaint and perform the investigation as appropriate. A manufacturing record evaluation was performed for the finished device lot number (255l789), and no non-conformances related to the reported complaint condition were identified. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Device was used for treatment, not diagnosis. D10: concomitant med products and therapy dates: gii quickanchor plus size 2 (5 metric) orthocord braided composite suture devices, super quickanchor device, 2/11/2024 h4: the device manufacture date is currently unavailable. As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. UDI: (B)(4).

Event description:
This is report 3 of 6 for (B)(4). It was reported by the healthcare professional in france that during the tensioning of a biceps tenodesis procedure on (B)(6) 2024, it was observed that five gii quickanchor plus size 2 (5 metric) orthocord braided composite suture devices broke, and the anchor from the super quickanchor device remained embedded under the cortex. There was no problem during impaction. There was a twenty-to-thirty-minute delay in surgery. There were no adverse patient consequences reported. No additional information was provided.